Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-aug-2023. [Additional information]: on 18-aug-2023, additional information was received. The lot number of the 95cm emboguard 87 balloon guide catheter is 0000201525. A review of the manufacturing documentation associated with this lot (0000201525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-sep-2023. [Additional information]: on 13-sep-2023, additional information was received. The information confirmed the lot number of the emboguard balloon catheter as 0000201525. The surgical access point was femoral. An introducer sheath was used; however, the brand information is unknown. A phenom¿ 27 microcatheter (medtronic) and a 6f simmons guiding catheter (merit medical) were used. The target vessel had moderate tortuosity. The information indicated that the emboguard balloon catheter had been inflated one (1) time during the procedure. The information indicated that ¿the balloon was considered to be ruptured at first inflation, although was not confirmed at the time of removal.¿ on the first (and only) inflation, it ruptured. The embotrap device used was a 5mm x 37mm embotrap iii (et309537 / 23b146av). No other information is available because the physician did not provide them. Updated sections: b.4, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in distal m1 (m1d) segment of the right middle cerebral artery (mca), preparation was completed in accordance with the instruction for use (IFU). The 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) was placed in the internal carotid (ic) proximate, a guidewire (unspecified brand), a phenom¿ 27 microcatheter (medtronic), and a red 68 reperfusion catheter (penumbra) were advanced to attempt to cross the lesion. During this attempt, the emboguard balloon guide catheter was ¿down slightly and fell in around the junction of the external carotid (ec) and ic due to the reaction of raising the device. The emboguard got inflated at the position over the bifurcation.¿ an embotrap (catalog / lot# unknown) then crossed the lesion and was deployed, the red 68 reperfusion catheter was advanced and during retrieval, the fluoroscopy was checked and found [the emboguard] to have been deflated on its own. It was reported that the procedure itself was successfully completed on one (1) pass achieving a thrombolysis in cerebral infarction (tici) score of 3. The physician commented that the causes of the issues were due to 1) a peel-away sheath was not used; 2) the balloon was inflated in a distorted shape near the ic bifurcation, and the reaction of the pulling tension during the stent retrieval may have caused the balloon catheter to be dragged upward, resulting in excessive force on the balloon and causing it to rupture. A continuous flush was maintained during the procedure. There was no negative impact to the patient. On (B)(6) 2023, additional information was received. The response received to the question whether a dilator or access catheter was used, was that a phenom 27 microcatheter was used. Clarification was received indicating that the emboguard balloon catheter did not rupture, it deflated on its own. There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.